Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was reported that one ventricular paced beat was not capturing during intrinsic ventricular refractory period. It was further noted that data collection gaps seen on magnet electrograms (egm) collection. The right ventricular (rv) lead and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.